Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure within the sigmoid colon on (B)(6) 2010. According to the complainant, the stent was to be used to treat a 3.5cm malignant stricture within the sigmoid colon (the anatomy was noted to be tortuous). However, during the deployment, the stent deployed before the last radiopaque marker was reached. The device was removed from the patient with a forcep and snare. Another stent of the same size was not available, so the procedure was aborted at this time. It was noted that the device was used past the expiration date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Only the deployed stent was returned for analysis. A visual examination found the stent wires were damaged on both ends. This damage is most likely the result of the stent being removed. The most probable root cause of the reported event is being labeled as operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure within the sigmoid colon on (B)(6), 2010. According to the complainant, the stent was to be used to treat a 3.5cm malignant stricture within the sigmoid colon (the anatomy was noted to be tortuous). However, during the deployment, the stent deployed before the last radiopaque marker was reached. The device was removed from the patient with a forcep and snare. Another stent of the same size was not available, so the procedure was aborted at this time. It was noted that the device was used past the expiration date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
(B)(4) - non-surgical medical intervention required. (B)(4) - stent prematurely deployed. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.